Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of core wire break.

Event description:
It was reported that a tria ureteral stent was used during a transurethral lithotripsy procedure, and, during the procedure, outside the patient, the core wire proximal part of the guidewire was detached. There were no issues noted to the tria stent. The procedure was completed with this tria stent and there were no patient complications reported.